Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed filed ablation to treat paroxysmal atrial fibrillation, the faradrive steerable sheath was selected for use. It has been mentioned that during sheath preparation under supervision and per instruction for use (IFU), forward flushing showed no abnormalities. Aspiration of the fully submerged sheath revealed significant air entry visible in the tubing of the sheath. Light agitation of the proximal sheath was also performed. Aspiration was done in deeply submerged saline with the tip not against any surface. Air bubbles continued to appear freely on aspiration. Manipulation of the sheath 3 way tap was performed to ensure air was not entering through there. This was also excluded by the presence of air bubbles in the sheath tubing. Covering the sheath valve during aspiration also resulted in air bubbles on aspiration. The sheath was not inserted inside the patient. The sheath was replaced, and the procedure was completed successfully with no patient complications. The product is not expected to return as disposed. It was further reported that no fluid leak was seen. Air was leaking into sheath, whilst the physician aspirated with the distal sheath submerged. No device was inside the sheath prior or at the time air was observed.